Event description:
It was reported that a pericardial effusion, perforation, and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A single curve watchman truseal access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. The was was advanced deep in the laa with a pigtail before placing the closure device. Upon deployment of the 20mm closure device, the patient experienced a drop in blood pressure. An effusion sweep was performed, and a large global pericardial effusion was seen. Pericardiocentesis was performed, and a drain was placed. However, there was much blood drained, so the patient's chest was surgically opened, and the patient was placed on a pump. Following this intervention, the patient's laa was clipped, and the bleeding was stopped. The patient's chest was closed, and the patient was sent to the intensive care unit (ICU). The patient was then extubated later in the evening and off drips. The patient was conscious, neurologically intact, and expected to make a full recovery the following day.